Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received: the surgeon was undertaking a laparoscopic nephrectomy in a difficult case. The case was expected to be difficult because of the inflammatory pathology. Two consultants undertook the procedure. The renal hilum was dissected and the decision was taken to use a vascular stapler as there was concern that further dissection may be difficult and dangerous. The first device failed and the casing split but no damage to the hilum sustained. The surgeons then used another device but this resulted in the device dividing the renal pedicle without applying any staples. The resultant bleeding was very dangerous and required an immediate conversion to an open procedure. The procedure was immediately converted to an open procedure and hemostasis achieved and then patient was sent to hdu. Additional information requested but unavailable: why was the procedure converted to open? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Did the surgeon really see any staples at all or were there only a few? If yes, were they unformed, malformed, please describe the shape. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Is the device available to be returned for analysis what was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. How long was the patient¿s stay on the hdu? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon fired the device and no staples were deployed. No device returned and was unable to know what reload they were using as not able to speak to the surgeon. However, I do know that the procedure was converted to open and the patient had to go to hdu after the operation. The patient was critical. One device was discarded.

Manufacturer narrative:
(B)(4). Please void- this report is a duplicate of report # 3005075853-2014-08925